Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending device evaluation the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information has been requested and received. 1. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Information not disclosed. 2. Was there any additional tissue damage as a result of searching for the needle piece? Information not disclosed. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported a patient underwent a whipple procedure on an unknown date in 2024 and suture was used. The needle pulled out from the thread during surgery. Surgery delayed 50 mins and x ray was performed. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/2/2024. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. One suture and one empty labeled winding former that pertain to product code w8761. During visual inspection of the returned sample, it was observed that the needle was noted to be broken at the swage area. The other section of the needle was not returned for evaluation. In addition, the other extreme the suture was noted to be cut, probably caused by a surgical instrument. This sample will be forwarded for further analysis due to the needle breakage. According to the results: a fracture was observed at the suture attachment of sample a. One side of each needle was received, the mating fracture surfaces were not provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needles. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed sample a had mechanical damage which is evidence of a ductile overload failure. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. The returned product determined that it was received; twelve unopened samples that pertain to the product code w8761. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.